Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 2184149-2019-00143. During preparation, a spark was noted when using the precision link power input. Some of the pins appeared to have fused together. There was no patient involved.

Manufacturer narrative:
One ensite¿ precision¿ link sensor enabled was received for evaluation. Visual inspection of the returned product revealed a redel connector assembly from the psu (power supply unit) which was stuck in the power inlet connector. Inspection of the power inlet connector revealed discoloration at one of the electrical contact pins due to an electrical short circuit. Power was applied to the returned product which initialized as anticipated. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event was isolated to a dislodged power supply connector assembly and subsequent shorted electrical contacts. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
The cable produced the spark when it was attached to the link.